Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Exec investigation summary: field technician stated issue of damage to iui connector was confirmed. On 29-august-2024, pcu was received unboxed and with paperwork. Verified pcu functions normally with no errors when tested along with asm check-in testing, no other issues noted. Internal inspection confirmed that there was a damage to iui connector. Recommend bd san diego repair center replace male iui connector. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device appears to have damage/scratch marks near mounting screw towards the left edge of the connector. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. Investigation summary: field technician stated issue of damage to iui connector was confirmed. On 29-august-2024, pcu was received unboxed and with paperwork. Verified pcu functions normally with no errors when tested along with asm check-in testing, no other issues noted. Internal inspection confirmed that there was a damage to iui connector. Recommend bd san diego repair center replace male iui connector. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing.

Event description:
It was reported that the device appears to have damage/scratch marks near mounting screw towards the left edge of the connector. There was no patient involvement.